Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that 4 years and 5 months following the implant of the valve, the patient had a recent admission for multifocal pneumonia, pulse less electrical activity arrest, and septic shock, who presented with dyspnea and severe bioprosthetic aortic stenosis. 4 years and 8 months following the implant of the valve, the patient was admitted to cardiology and subsequently diuresed. The patient underwent a transthoracic echocardiogram (tte) that showed bioprosthetic aortic stenosis, moderate mitral regurgitation, elevated gradients due to stenosis with a mean gradient of 51 millimeters of mercury (mmhg), trace intra valvular aortic regurgitation, and mild tricuspid regurgitation. Additionally, the valve leaflets appeared thickened and calcified with restricted opening. It was noted that the patient¿s shortness of breath improved. Upon review of the computed tomography (CT) scan, calcification in the aortic arch and ascending aortic arch was identified along with mild pulmonary edema, and bilateral pleural effusions associated with atelectasis. There was no evidence of hypo attenuated leaflet thickening. Of note, a left heart catheterization was previously performed that showed no severe obstructive coronary disease and preserved cardiac index. 4 years, 8 months, and 14 days following the implant of the valve, the patient developed a urinary tract infection. Antibiotics were subsequently initiated. 4 years, 8 months, and 17 days following the implant of the valve, the valve was explanted, and a non-medtronic surgical aortic valve was implanted. Per the physician, there were dense adhesions and epithelization on the transcatheter valve. The leaflets were heavily calcified, consistent with early bioprosthetic valve failure. The patient tolerated the procedure well and was transferred to the "intensive" care unit (ICU). No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately four years eight months following the implant of this transcatheter bioprosthetic valve, the valve failed due to an unknown reason. No treatment was reported. No adverse patient effects were reported.